Event description:
It was reported that the patient presented with continued low back pain and pain over her right hindfoot. The patient underwent l5-s1 tlif using synthes peek cage, local autograft bone, posterior pedicle screw instrumentation and rhbmp-2/acs. Preoperative diagnoses were degenerative disk disease at l4-5 and l5-s1, left l4-5 disk herniation with an extruded fragment, left lower extremity radiculopathy, and low back pain. Per the operative notes, one-third of the bone morphogenic protein was placed in the inferior aspect of the l4-5 disk space. Bone fragments from the interlaminar decompression were tapped into the anterior aspect of the intervertebral disk space posterior to the bone morphogenic protein. Finally the peek graft was tapped into the intervertebral space and rotated around into an anterior position. Ap and lateral fluoroscopic imaging was used to verify the appropriate position of the tlif graft. The l5-s1 disk space was again prepared in the same way as it was at l4-5 and a tlif graft was tapped into position posterior to the bmp and local autograft bone. At 10 days post-op, a small serous collection of fluid deep to the lumbar dorsal fascia was noted. The patient underwent a revision surgery to drain the seroma and explore the wound. No noted complications. At 175 days post-op, the patient reported lumbar radiculopathy with left lower extremity pain. CT scan of the lumbar spine showed mild thickening of the ligamentum flavum at l3-4. The pedicle screws of the l4 level show very minimal encroachment on the lateral aspect of the spinal canal. L4-5 had no significant central canal stenosis. Some soft tissue density is seen surrounding the left l4 root. Pedicle screws at the l5 level on the left side show minimal encroachment on the exiting nerve root on the left side. Pedicle screws at the s1 level bilaterally are in good position. The l5-s1 disk space shows an interbody fusion plug. No significant central or lateral stenosis at l5-s1 level. 185 days post-op, the patient presented with left l5 radiculopathy with ectopic bone status post posterior lumbar interbody fusion and revision l4-s1 posterior spinal fusion. The patient had a left partial foot drop and ehl weakness as well as positive nerve tension sign with straight leg raising on the left radiating into the l5 dermatome. The patient underwent a revision surgery to decompress. Per the operative notes, it was readily noted this was ectopic, newly woven bone as a result of the intervertebral fusion. It was noted that there was ectopic bone emanating from the intervertebral space at l5-s1 posteriorly, causing a circumferential compression to the exiting l5 nerve root. This nerve root was completely decompressed the transversing s1 nerve root was decompressed on its dorsum and again, there was ectopic bone overlying the s1 nerve root as well, there were no noted complications. At 364 days after the index surgery, a CT of the lumbar spine noted near osseous fusion of l4, l5 and s1. Moderate left foraminal narrowing and mild right-sided foraminal narrowing at l4-5. Moderate left and right-sided foraminal narrowing at l5-s1. Soft tissue noted within the left neuroforamen at l5-s1. 392 days after the index surgery, the patient presented with left l5 and s1 radiculopathy with progressive development of left ankle dorsiflexion weakness with recurrence of ectopic bone formation and lateral recess and foraminal stenosis of left l5-s1. The patient underwent a revision surgery to decompress. Per the operative notes, "it was readily noted that there was excessive bone formation in the lateral recess in the floor of the spinal canal overlying the l5-s1 disk space. There was a large ostophyte which was resected" the l5 and s1 nerve roots were decompressed. At 731 days after the index surgery, the patient presented with recurrent left l4-5 and left l5-s1 foraminal and lateral recess stenosis. The patient underwent a revision surgery to decompress and resect the ectopic bone formation. Per the operative notes, it was readily noted that there was heterotopic bone formation at both the left l4-5 and l5-s1 lateral recesses. This was emanating from the pedical and the facet joint itself. This was much more severe at the left l5-s1 level where there was ectopic bone both adjacent to the left l5 and s1 pedicles, and in particular in the lateral recess and neural foramen. The neural foramen was severely stenotic. No complications were noted. At 1011 days after the index surgery, the patient presented with left foot drop and left lower extremity radiculopathy. A CT of the lumbar spine without contrast found solid interbody fusion at l4-5 and l5-s1. Cystic changes in the posterior contiguous bodies of l4 and l5. No findings of osteomyelitis. At 1128 days after the index surgery, the patient presented with recurrent left l5 and s1 radiculopathy with ankle dorsiflexion weakness of 3/5, and progressive weakness over a period of 6 months. The patient underwent a left l4-5 and left l-s1 revision and microdecompression with scar takedown and excision of ectopic bone formation, and hardware removal. Per the op notes, "prominent scar formation with additional ectopic bone and calcification of the surrounding scar tissue causing neural compression and tethering of the lft l4, left l5 and left s1 nerve roots." It was difficult to discern whether this was "new woven bone" versus calcification of the scar which was bridging the interpedicular space and tethering each of the left l4, l5 and s1 nerve roots. The tethering was noted at this scar formation and calcification had bridged from the lateral mass and pedicles to the overlying dura and nerve sheath from l4-s1. No complications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient underwent a posterior-approach lumbar fusion at levels l4-l5-s 1 using rhbmp-2/acs. The patient's post-operative period was allegedly marked by increasingly severe pain. Imaging studies reportedly showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near where the bmp was implanted. Allegedly, these injuries and complications are the direct and proximate result of the use of bmp. The patient now suffers from severe injuries and damages, including but not limited to bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distressand mental anguish. The patient reportedly has been forced to undergo multiple painful and expensive revision surgeries to attempt to remove the bmp-induced bone overgrowth.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.